Manufacturer narrative:
The investigation determined that imprecise, lower than expected vitros amon results were obtained from a vitros liquid performance verifier (lot c5707) using vitros amon slides (lot 1017-0247-4591) when tested on a vitros 5,1 fs chemistry system. The definitive assignable cause could not be determined. The likely cause of the imprecise, lower than expected vitros amon results is an analyzer related issue caused by microslide incubator contamination. However, without unacceptable amon precision test results prior to the customer cleaning the microslide incubator this could not be confirmed. Historical quality control results were not available to evaluate vitros amon lot 1017-0247-4591 performance. Therefore an issue with vitros amon lot 1017-0247-4591 could not be confirmed or ruled out as a contributor of the event. Additionally, ongoing tracking and trending has not identified signals that indicate an issue with vitros chemistry products amon slides lot 1017-0247-4591. The assignable cause of this event is unknown.

Event description:
A customer obtained imprecise, lower than expected vitros ammonia (amon) results from a vitros liquid performance verifier using vitros amon slides (lot 1017-0247-4591) when tested on a vitros 5,1 fs chemistry system. Vitros liquid performance verifier ii lot c5707 - vitros amon results 114.34 and 142.17 umol/l versus midpoint of rom 194.5 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho was not made aware of any allegation of patient harm as a result of this event. However the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).